Manufacturer narrative:
Continuation of d10: product ID#: 8709sc. Lot# n216442021. Implanted:(B)(6) 2010. Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc. Serial/lot #: (B)(6). Ubd: 2011-07-20, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) and a family member regarding a pati ent receiving dilaudid (1mg/ml at 0.05mg/day) via an implantable pump. The indications for use was vertebral compression fractures and chronic back pain. It was reported that  the patient was scheduled for a routine pump replacement due to eri. The patient's father denied and issues prior to arrival at the surgery center. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The hcp started by opening up the existing pump pocket in preparation for the pump replacement. Once they dissected out the existing pump and proximal segment of the existing catheter, they inadvertently broke the existing proximal segment while removing the old pump. Once the proximal segment had been disconnected, there was csf observed dripping from the spinal segment. The physician was given an 8578 sutureless pump connector revision kit to attach to the existing spinal segment. The hcp was concerned that the cause of the catheter breaking was from failure over time due to the age of the catheter. They were also concerned that there did not appear to be any csf in the pump segment and that it had been occluded because there was debris in the lumen of the catheter. Once the new pump was connected to the new proximal segment, the physician accessed the catheter access port and was able to aspirate ample spinal fluid, confirming patency of the intrathecal catheter. Due to concern about a possible occlusion in the old catheter, the hcp reduced the patient drug concentration in intrathecal, which seemed to prevent symptoms of drug overdose/toxicity. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included congenital charge syndrome, vertebral compression fractures, and chronic back pain. The patient status at the time of the report was alive with no injury.